Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Information contained in this report was previously submitted through psr on 26/july/2011 and 21/jan/2016. Device evaluation.

Event description:
The patient reported raynaud¿s phenomenon. This record is for the left side. Device remains implanted.

Manufacturer narrative:
The event of raynaud¿s phenomenon is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: raynaud¿s phenomenon.

Event description:
The patient reported raynaud¿s phenomenon. This record is for the left side. Device remains implanted.